Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the eri was undetermined. The rep reported that the clock was changed in the settings and about system. The rep noted that everything was working well now and was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that an elective replacement indicator(eri) message came up on the controller the rep indicated that the patient reported only seeing the eri message one time and had not seen it since. It was suggested that the rep check the implant date when the ins is interrogated with the tablet at the next visit. No symptoms were reported. No further complications were reported/anticipated.